Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the lead was found to be dislodged due to patient being a twiddler. The lead was explanted. The procedure was completed successfully without adverse consequence to the patient. The patient condition was good.